Manufacturer narrative:
Batch review performed on 27 october 2022lot 2108918: 150 items manufactured and released on 03-aug-2021. Expiration date: 2026-jul-18. No anomalies found related to the problem. To date, 136 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 8 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.